Event description:
It was reported that while using bd¿ phlebotomy sharps collector the temporary lid that does not shut properly. The following information was provided by the initial reporter: this is a report about the sharps collector's temporary lid that does not shut properly. According to the customer's report, the temporary lid does not remain shut and soon opens on its own.

Manufacturer narrative:
OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as flextronics is an OEM manufacturing site. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that while using bd¿ phlebotomy sharps collector the temporary lid that does not shut properly. The following information was provided by the initial reporter: this is a report about the sharps collector's temporary lid that does not shut properly. According to the customer's report, the temporary lid does not remain shut and soon opens on its own.